Event description:
It was reported that an ilet user experienced prolonged high glucose, with a highest sensor reading of 300 mg/dl and a high glucose alarm, following a supply change during which the infusion set connector was attached to the cartridge before insertion into the pump, and insulin was observed leaking from the tubing. The infusion set was a teflon set placed on the abdomen, and the user received troubleshooting and education with replacement supplies shipped. Symptoms included hyperglycemia. Outcomes included no hospitalization or additional medical intervention. Investigation included user interview, review of device use, and troubleshooting. Investigation of this case revealed incorrect deployment of the infusion set and an improperly attached infusion set connector that led to insulin leakage and hyperglycemia, consistent with an infusion set and cartridge assembly issue. It was concluded, based on previously established findings for similar reports, that user setup error during infusion set and connector assembly was the most likely cause.